Manufacturer narrative:
Product event summary: driveline cable (B)(4) was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Review of the controller log files was not performed since log files covering the reported event date were not available for analysis. On-site inspection of the driveline cable by the clinical specialist revealed multiple cracks in the outer sheath, confirming the reported event. A driveline sheath repair was performed to mitigate the conditions reported. The manufacturer has initiated an investigation to evaluate driveline sheath damages. Based on the investigation, the most likely root cause of the driveline sheath damage is exposure to uv light. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an unrelated hospital admission, a patient had been attempting to repair cracks in the driveline themselves utilizing electrician's tape. The electrician's tape was removed from the driveline and under the tape, some pieces of a drinking straw was visualized along the driveline cable in the patient¿s attempt to prevent further bending. A driveline sheath repair was performed located approximately up 4 inches of the driveline and it remains use. No patient complications have been reported as a result of this event.